Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had broken. It was reported that the insulin pump was broken on the screen and now was powered off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring clear. Customer returned pump for an alleged cosmetic damage located at the screen and unexpected battery power loss or replace battery alert/replace battery now alarm found on (B)(6) 2021. Pump was received with a minor scratched lcd window. Pump was also received with a blank flashing white display with audio beep alert. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test due to a blank flashing white display with audio beep alert. Unable to generate power management graph due to blank flashing white display with audio beep alert. Unable to download history files and traces using thus due to blank flashing white display with audio beep alert. Pump was cut open to perform visual inspection and found a cracked lcd glass and a cracked lcd controller (pcba 1). No corrosion or moisture damage found on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. The original pcba 1 was installed and swapped out with a working test pcba 2, case, internal battery and motor. Powered the pump on using the battery simulator and a blank flashing white display with audio beep alert noted. The original pcba 2 re-installed and swapped out with a working test pcba 1, case, internal battery and motor. Powered the pump on using the aa 1.5v battery and continued testing and download. The pump passed the self test and no unexpected battery power loss or replace battery alert/replace battery now alarm noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The pump trace download analysis confirmed the pump alarmed pump error 25 and unexpected battery power loss or replace battery alert. Insert battery alarm was recorded and found in the formatted history file on: (B)(6) 2021 12:01:17.000, (B)(6) 2021 19:16:26.000, (B)(6) 2021 14:10:57.000 (B)(6) 2021 14:10:57.000, (B)(6) 2021 20:10:51.000, (B)(6) 2021 14:01:21.000 and (B)(6) 2021 17:21:14.000 replace battery alert was recorded and found in the formatted history file on: (B)(6) 2021 12:00:00.000 (B)(6) 2021 19:00:00.000 and (B)(6) 2021 19:10:00.000 (B)(6) 2021 14:00:00.000 and (B)(6) 2021 14:10:00.000 (B)(6) 2021 20:00:00.000 and (B)(6) /2021 20:10:00.000 (B)(6) 2021 14:00:00.000 pump error 25 alarm was recorded and found in the formatted history file on: (B)(6) 2021 11:00:00.000, (B)(6) 2021 15:00:00.000, (B)(6) 2021 15:10:00.000, (B)(6) 2021 19:00:00.000 and (B)(6) 2021 19:10:00.000 the power management tool confirmed pump error 25 and unexpected battery power loss or replace battery alert was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/pcb1. After disconnecting and reconnecting the internal battery connector on j6/pcb 1, the pump was monitored and functioned properly. A blank flashing white display with audio beep alert was confirmed due to cracked lcd glass and a cracked lcd controller (pcba 1). The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case and a serial number label fading. A cracked retainer was confirmed. Cosmetic damage was confirmed at the pump screen. Unable to download history files and traces using thus due to blank flashing white display with audio beep alert. A blank flashing white display with audio beep alert was confirmed due to cracked lcd glass and a cracked lcd controller (pcba 1). However, a test pcba 1 was used, continued testing and download. Pump error 25 and unexpected battery power loss or replace battery alert were confirmed due to connector resistance issue on j6/pcb1. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.